Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number: 8p05, with 510k/PMA/bla number: p050042.

Event description:
The customer reported a false nonreactive alinity I anti-hcv result on a patient with a history of a positive result. On (B)(6) 2025 sid: (B)(6). The customer processed the sample on another alinity and was positive (1.47 s/co). No impact to patient management was reported.

Event description:
The customer reported a false nonreactive alinity I anti-hcv result on a patient with a history of a positive result. (B)(6) 2025 sid (B)(6). The customer processed the sample on another alinity and was positive (1.47 s/co). No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for the likely cause reagent lot number 72335be00. The ticket search determined there are no trends for the product related to patient results. No customer returns were available for evaluation. Clinical sensitivity of the alinity I anti-hcv assay was evaluated with a retained kit of lot 72335be00 and demonstrated acceptable sensitivity specifications, confirming that this lot is meeting the alinity I product requirement. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I anti-hcv assay, lot 72335be00.